Manufacturer narrative:
An evaluation of the upper jaw was returned and shows no damage. The shafts cutting edge has been filed flat. This condition would require excessive force to cut. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip broke off into multiple pieces while in use. The surgeon was able to retrieve all pieces. No patient injury or other complications were reported.